Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and compromised force sensor system. Customer's blood glucose level was not reported. The insulin pump died the night before. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the compromised force sensor system error alarms and failed battery test due to the detached end cap. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.